Event description:
Patient reported via medwatch left side "tear in implant" also reported "headaches," "hair loss, weight loss, extreme fog , extreme insomnia" and "fatigue" these are not device related. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.